Event description:
This report is to advise of an event observed during analysis confirming a broken internal cable connection resulting in exposed wires in the cardiomems hospital system.

Manufacturer narrative:
One cardiomems hospital system was received for investigation. Upon investigation of internal components it was discovered that the p6 cable that connects the central processing unit printed circuit board to the front usb port was found to have a broken ground wire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.